Event description:
This report summarizes 110 malfunction events in which the device had paint chips missing.110 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 110 events were reported for this quarter. Product return status 110 devices were evaluated in the field. Additional information 110 devices were not labeled for single-use. 110 devices were not reprocessed or reused.